Event description:
It was reported that a patient underwent a tkr procedure on (B)(6) 2025 and suture was used. It was reported from the analysis of the returned product that needle breakage was observed. While dr opened the suture for closure, suture and needle were separated. He opened two sutures, both of which were damaged. After that he used 3rd suture for closure. Complain was received from hospital and raised. Hospital asking for replacement. We received one foil which is damaged. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/31/2026 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - did the reported issue contribute to any patient adverse consequences? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: no consequences h3 investigational summary: the product received for analysis was vp2338. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, was submitted for fractographic evaluation on january 2, 2026. The component was identified as product code vp2338. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.